Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the on/off switch was not functioning properly. The device turned on when the on button was touched.

Event description:
It was reported when the epg (external pulse generator) was jiggled, it switched on. There was no patient involvement.

Event description:
It was reported when the epg (external pulse generator) was jiggled, the epg switched on. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.